Event description:
The subject stent device was returned for analysis, and it was discovered that the subject stent device was prematurely deployed during use within the proximal lumen of microcatheter. There were no clinical consequences to the patient reported.

Manufacturer narrative:
Due to automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection was performed as the distal section of the subject stent was partially deployed inside the proximal section of within the proximal lumen of the excelsior sl-10 microcatheter. The stent delivery wire (sdw) kinked/bent at the distal tip. The introducer sheath was also returned for analysis. The distal tip of the sheath was missing. When measured, the sheath was approximately 7.5mm shorter than specification. The subject stent was removed and was noted to be deformed at the proximal end. Functional inspection was unable to perform as the subject stent was returned in a deployed state. The as reported ¿stent deployed prematurely during transfer' was not confirmed during device analysis. The second reported ¿stent difficult/unable to transfer' could not be replicated as the subject stent was returned in a deployed condition. However, the analysis results are consistent with the reported event. The returned subject device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information received indicated that the subject device was prepared for use as per the directions for use. However, the physician cut the tip off the introducer sheath prior to attempting to transfer the subject stent into the microcatheter lumen. There was no damage noted to the packaging prior to opening the packaging and the subject device was confirmed to be in good condition prior to use on the patient. However, it is also stated that the sleeve (presumably the introducer sheath distal tip section) was flat (which prompted the decision to cut it off). Continuous flush was reported to have been set up and maintained. It was reported that 'during preparation of the device, it is evident that there is no bleeding. The subject stent is retracted into the carrier sleeve, and it is evident that the tip of the sleeve is flat and has not been manipulated. Otherwise, the subject stent appears to be unaffected. Therefore, the physician decides to use it. When cutting the tip of the sheath and attempting to transfer the subject stent to the excelsior sl-10 microcatheter, it is released prematurely in the hub, so the entire system is removed and it is decided to place another device'. When asked if the distal end of the introducer sheath was properly seated into the hub of the microcatheter, the user replied that it was. However, cutting the tip off the introducer sheath will create a gap which does not allow the sheath to fit properly into the hub of the microcatheter. The subject stent was returned for analysis with the distal section partially deployed inside the proximal section of the excelsior sl-10 microcatheter. Once removed, the proximal (closed cell) end of the subject stent was noted to be deformed. The stent delivery wire (sdw) was returned for analysis and was severely kinked/bent towards the distal end of the wire. The introducer sheath was also returned for analysis. The distal tip of the sheath was missing. When measured, the sheath was approximately 7.5mm shorter than specification. The internal hub profile of excelsior sl-10 microcatheter is an exact match for the external profile of the distal tip of the subject stent introducer sheath. Correctly placement of the introducer sheath distal tip into the hub of the microcatheter will ensure ease of transfer of the subject stent from the sheath into the microcatheter lumen. Prior to shipment, the subject stent is loaded into its introducer sheath through the distal tip opening, and the distal tip is inspected for damage. The damage noted to the distal end of the introducer sheath is consistent with the event description (tip intentionally cut off/removed from the sheath). There are many possible reasons which may lead to cutting a damaged distal tip off the sheath including (I) the type of microcatheter in use (it is more likely when a non-stryker microcatheter is used. Sl-10 microcatheter was used so this was not an issue), (ii) if the tip of the sheath gets damaged (while being removed from the transport dispenser or while being inserted into the rhv through the vent cap), or (iii) if the distal tip opening gets crushed due to being advanced too far distally inside the microcatheter hub. The most likely explanation is that the distal tip/section of the introducer sheath was inadvertently damaged during the preparation steps. Cutting the distal tip off the introducer sheath means that the subject stent would have advanced into a gap between the distal end of the sheath and the proximal end of the microcatheter lumen. The subject stent would then begin to deploy in this gap, resulting in resistance and friction when the subject stent was being transferred into the microcatheter lumen. Upon realizing this, the user normally attempts to withdraw the subject stent. During this action and particularly if there is significant friction between the subject stent and the lumen of the microcatheter, the distal bumper of the sdw (which is smaller in diameter to the proximal bumper which is used to advance the subject stent) can slip through the subject stent, leaving the subject stent deployed prematurely inside the microcatheter. This is one possible explanation to explain the event description and analysis findings. An assignable cause of use error has been assigned to the as reported (stent difficult/unable to transfer' and 'stent deployed prematurely during transfer¿) and as analyzed (¿stent deployed prematurely during use¿, ¿stent deformed¿, sdw kinked/bent¿ and ¿stent introducer sheath damaged¿). The complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications. However, there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user.